Event description:
The facility reported a flo-gard infusion pump with a malfunction of door clamp; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a malfunction of door clamp was confirmed during product evaluation. The root cause of the reported condition was undetermined. Additional information: a service history review revealed no previous service events were related to the reported condition.